Manufacturer narrative:
The tech found the side rail mount bracket is bent. The tech replaced the side rail mount bracket to resolve the issue.

Event description:
The account alleged the side rail is not locking in the upright position. No pt impact.